Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is not distributed in us so that unique identifier is blank. This device is classified as import for export, therefore 510k is not applicable.

Event description:
Customer reported blurry image blurry. Water jet not touching the lens. The time of event is unknown. There was no report of patient harm.

Manufacturer narrative:
Evaluation summary it is presumed that the phenomenon was caused by the blurring of the image due to dirt on the lens surface. Regarding this phenomenon, we have determined that it may be difficult to remove dirt from the lens due to environmental factors.